Event description:
"Front teeth and back teeth are the only teeth that touch."" (B)(6) 2024- case (B)(4)- email ""I would definitely like to speak with dr. (B)(6)"" 8/2 dr. (B)(6) met with the customer and review her updated bite video. Bite has settled enough for us to move forward with dual refinement. Hn. (B)(6) 2024 update: ""upper & lower teeth need more straightening/open bite, crowding, straightening out, timeline"

Manufacturer narrative:
Retrieving data. Wait a few seconds and try to cut or copy again.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.